Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. Customer¿s blood glucose was 19.4 mmol/l. The customer was treated with the manual injection. The pump errors were occurring multiple times. The troubleshooting was not performed. Glucose. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failures or the motor arm cannot communicate with the main arm alarms during testing however, hardware low level failures alarm (variable 3) and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to broken trace at pin 6 of (sda) on the keypad assembly.